Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer representative via email that the customer was hospitalized for high blood glucose due to a bent cannula. Customer was given fluids through the emergency room. Customer was released after a few hours. Customer did not have diabetic ketoacidosis.